Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: after 30 minutes of use the balloon burst. The fallen pieces may remain in the pt cavity. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).